Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The user facility reported on a 65 year old male on an impella pump. It was reported that there was placement signal (ps) low alarms had occurred. The position was stable on pocus, around 4.5cm across av in mid-lv cavity. The ps on impella reading map 30 points lower than cuff. The aortic (ao) ps was adjusted to match cuff after repeat pocus showed stable position. The patient remains on support.

Manufacturer narrative:
B1, b2, h6 medical device problem code. A01 were inadvertently omitted on the supplemental manufacturer device report 1220648-2026-08438-1. E4 was inadvertently omitted on the initial manufacturer device report.

Event description:
Clinical narrative: a 65-year-old male with cardiomyopathy was supported with an impella 5.5 via right axillary/subclavian surgical arterial access. During support, the rn reported placement signal low alarms with a discrepancy between impella placement signal (ps) map and cuff map (approximately 30 mmhg lower). Point-of-care ultrasound (pocus) confirmed stable device positioning (approximately 4.5 cm across the aortic valve in the mid-lv cavity), and the aortic placement signal was adjusted to align with cuff measurements. Subsequently, the device experienced persistent high purge pressure and purge system blocked alarms. Troubleshooting included confirmation of d5 purge solution, absence of purge line kinks, purge cassette replacement, and administration of tpa to the purge without resolution. Tpa was utilized in the purge solution as an off-label intervention to mitigate the impact of biomaterial within the motor. There was no reported adverse clinical impact to the patient. After approximately 48 hours of continued purge-related alarms and inability to restore adequate purge function, the pump stopped on (B)(6) 2026 at 23:54, and the device could not be restarted. The patient was taken to the operating room for device exchange. The pump was explanted on (B)(6) 2026 at 15:00 with the patient surviving. A second impella 5.5 was implanted on (B)(6) 2026 at 15:06 via the same access, and the patient remained on support at the time of reporting. The patient survived the event and remained on support with a replacement device.

Manufacturer narrative:
B5 narrative updated and h6 codes were updated. D6 explant date has been updated.

Manufacturer narrative:
B1 adverse event and b2 were inadvertently omitted on MFR 1220648-2026-08438-1. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.